Event description:
A pt reported blood glucose results of 190 mg/dl, 188 mg/dl, 190 mg/dl, 244 mg/dl, 54 mg/dl, 207 mg/dl, 117 mg/dl and 175 mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, tehe calculated difference of these glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. Test strips were replaced.